Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation.   New information added on fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured.  The device was returned to olympus for inspection, and the customer's malfunction was confirmed. The device evaluation also found no image as a result of the error. Based on the results of the investigation, it is likely that the electric connect section was defective due to overcurrent which affected the image. However, a definitive root cause could not be determined. The event can be detected/prevented by handling the device in accordance with the instructions for use: - chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex deflectable videoscope presented scope error (e218) when the video system center combination was used. The issue occurred during a therapeutic unspecified procedure. The procedure was completed with a similar device without delay. There were no reports of patient harm.